Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
Fms vue pump. Item: 284002. S/n: (B)(4). Patient harm: no. Surgery delay: no. Issue: outflow not working. Surgery completed: by using neptune to suction. Please ship for monday delivery.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Per service manual operational and diagnostic analysis does not confirm the reported issue. The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. No further investigation beyond what is noted below will be conducted on this complaint. Replaced worn fingers on pressure arm housing (preventive maintenance) with tip replacement kit. A review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this device serial number. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).